Manufacturer narrative:
The failure investigation has been performed and the alleged malfunction issue was verified. Additionally, the alleged wake button issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unspecified malfunction occurred. In addition, the customer received a button alarm after plugging the pump into a power source. Customer's blood glucose level was 146 mg/dl. Reportedly, the customer had insulin pens available for alternate insulin therapy.